Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a lifted dso seal. There was no evidence of the reported problem in the device's event history log. To conduct functional testing three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The device was slightly over delivering but within the published manufacturing specification so the expulsor was trimmed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. B3: unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump during testing failed delivery accuracy. No patient injury.